Manufacturer narrative:
The alp reagent lot number was 822628. The reagent expiration date was requested, but not provided. The customer noticed crystallization on the sample probe. The reaction monitor of the results were reviewed and nothing abnormal was observed. The field service engineer replaced the mixer and adjusted sample probes. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alkaline phosphatase acc. To ifcc gen.2 on a cobas c 503 analytical unit. The sample initially resulted in an alp value of 570 u/l. The sample was repeated twice, resulting in values of 229 u/l and 217 u/l.